Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash that was two red spots on her back. Patient reported dry skin that was red and itchy. No allegations of open skin. There was no alleged device malfunction contributing to the irritation. Patient reported trying creams and sprays that were recommended by medical professionals. Follow up indicated that the there was some improvement to the irritation.